Event description:
It was reported that after a marketing demo procedure, the pt developed an infected knee and was admitted to the hospital. At this point, the pt's knee was washed out with antibiotics. FDA safety report ID# (B)(4).